Event description:
A surgeon reported a pt with blurry vision following intraocular lens (iol) implant surgery. In a follow-up, it was reported that the pt's status is unk.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/11/20 by fax and mail. A completed questionnaire was rec'd on 01/12/2010. (B) (4)